Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pocket infection. The implantable pulse generator (ipg) was explanted and the right atrial (ra) and right ventricular (rv) leads capped as patient refused laser extraction. A leadless implantable pulse generator (ipg) was implanted however pocket continued to have purulent drainage. Cultures returned negative and leads were ultimately laser extracted. No further patient complications have been reported as a result of this event.